Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, the event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 09/26/2025, it was reported by a sales representative via phone that an ar-3653ttsp knotless fibertak suture was tearing when the implant went to tighten down. This occurred during use in a case with no patient effect. Case completed by salvaging the rest of the repair stitch. Tied to the tail of the other suture. 10 minute delay to the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.